Manufacturer narrative:
All info in sections a, b, d and e is supplied by the MFR. No medwatch form received from user facility or international distributor.

Event description:
The position of the implanted device eroded the pt's spleen necessitating a splenectomy procedure.